Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 39-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that he had paused optune gio therapy for one week due to a skin reaction described as pimples and itching. He noted that he had taken several therapy breaks over the past month because of ongoing skin irritation. The patient also shared that his general practitioner prescribed betamethasone dipropionate lotion, sodium fusidate topical cream, an unspecified moisturizer and oral desloratadine. Attempts to reach the patient's prescribing physician did not receive a response.